Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device leaking was duplicated. Based on the investigation details, the likely cause was problems with the blade mount, which was replaced along with the top rotor bearing. The cause for other damage is unk, but note it was reported by field service that the account had been lubing their handpieces. The care instructions provided with the handpiece advise that lubricants should not be used with the device, as it can lead to leaking. Specifically, the warning states, "lubrication recommendations warnings: do not use solvents, lubricants, or other chemical unless otherwise specified. Using these materials may cause a handpiece to malfunction or leak fluid in the surgical site. Failure to comply may result in pt and/or operating room staff injury. Do not lubricate core handpieces, unless directed otherwise. Core handpieces are permanently lubricated. Additional lubrication may cause handpieces to overheat or leak fluid into the surgical site and result in pt and/or operating room staff injury." Service did a clean, lube, and adjust to the device, and it ...

Event description:
It was reported that a substance began leaking out of the handpiece during a podiatry case. The site was irrigated and cleaned. There was no pt injury or any further complications reported. It is not known if any of the substance entered the pt or not, but there were no antibiotics prescribed or any continued treatment reported. The case was completed successfully with another device.